Manufacturer narrative:
Inspection: the returned device was examined. Visual inspection revealed one of the prongs on the tip of the device has fractured off. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
An array screw removal bit was found broken during inspection after it was returned from a hospital. No patient or surgical information is available. Device evaluation by the manufacturer found that one of the prongs at the tip had fractured off.